Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/15/2020. H.6. Investigation: five photos and two physical samples were received by our quality team for evaluation. No foreign matter was observed on either of the returned samples, therefore our quality team could not verify the customer experience. However, the quality team did find that the needle was pierced through the catheter on these samples. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project, CAPA#590840 has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Event description:
It was reported that insyte vialon-e 22ga x 1.25in had foreign matter on the catheter tip and the catheter split. This occurred on 2 occasions before use. The following information was provided by the initial reporter: jagged fm was attached to the catheter tip; when having tried to remove it by jiggling the needle and catheter up and down, it was split.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte vialon-e 22ga x 1.25in had foreign matter on the catheter tip and the catheter split. This occurred on 2 occasions before use. The following information was provided by the initial reporter: jagged fm was attached to the catheter tip; when having tried to remove it by jiggling the needle and catheter up and down, it was split.